Event description:
It was reported that the programmer started up with a system error. The service disk did not clear the error and the programmer will be sent in for service. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the system failure was due to a software problem.